Event description:
Technician alleges the brakes are not holding when they are set. Stretcher was found in bed shop. No injury was reported. Bed was found in the service repair area, no patient contact. Replaced brake caster left head installed brake steer upgrade kit to resolve.